Event description:
It was reported that during the maintenance calibration force sensor with the device counterpressure, impossible counterpressure at 0 output of tolerance 7 and impossible to adjust it. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed force sensor test and monitor force sensor readings. The value became zero when plunger was moved. The customer's problem was duplicated, and the cause was a broken/loose plunger cable. The plunger cable was replaced to fix the issue.